Manufacturer narrative:
It was reported that the patient temperature deviated. A review of the data extracted from the device could not confirm if the patient temperature deviated greater than +/- 1 degree c for greater than 30 minutes.

Event description:
It was alleged that the device overshot the temperature goal by over 1 degree. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the device overshot the temperature goal by over 1 degree. The patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved by visiting the customer to discuss concerns and provide instructions for use.

Event description:
It was alleged that the device overshot the temperature goal by over 1 degree. The patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the device overshot the temperature goal by over 1 degree. The patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.